Manufacturer narrative:
Concomitant product(s): a 6944a lead, implanted: (B)(6)2016, 5076 lead, implanted: (B)(6)2006. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) with premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis found the device battery to be severely depleted resulting in the reported non-functional state. Testing and evaluation of the device demonstrated normal operation with typical current drain levels and functionality when powered by an external supply. No hybrid anomalies were found. Battery analysis revealed no lithium-plating inside the case or in the head space region. Based on the destructive analysis, no evidence of an internal short was found to account for the premature device depletion. The lithium anode was highly depleted with uniform lithium utilization across the anode. Minimal localized discharge was found along the leading edge. The separators, insulators and welds were intact and in good condition; there was no evidence of an internal battery problem. A review of the manufacturing data found no anomalies nor irregularities noted during the manufacturing of this cell and the battery passed all inspections and electrical testing. If information is provided in the future, a supplemental report will be issued.